Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. No adverse trend was identified for the customer's issue. Device history review did not identify any issues that may have caused the customer issue. The product was not available for return. The patient sample results showed interfering substances, plt clumps. Labeling was reviewed and found to be adequate. Interfering substances include plt clumps in the cell-dyn sapphire operators manual and is a condition that affects the wbc and wbc differential results. A product issue for the cell-dyn sapphire, list number 08h00-01, was not identified. Based on all available information and abbott diagnostics complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely low white blood cell (wbc) results generated using the cell-dyn sapphire analyzer. The following data was provided (10e3/ul). (B)(4). Initial 1.03, repeat 0.94, 0.94, 4.22. New specimen drawn 0.95, 4.22, 4.12. Results from the previous day, 14.0. No impact to patient management was reported.